Manufacturer narrative:
Product event summary: performance data was collected from the device and analyzed. Analysis of the device memory indicated a lead warning alert. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). 108 v-sic occur since (B)(6) 2013. 45 non-sustained tachycardia (nst) and 3 vf episodes of <(><<)> 220 ms v-v cycle are recorded between (B)(6) 2013. Rv pace impedance rises from an approximate baseline of 450 ohm to >16000 on (B)(6) 2013. Rv pace lead impedance alert occurred on (B)(6) 2013.

Event description:
It was reported that the patient received inappropriate therapy. The right ventricular (rv) lead had high impedance and oversensing indicative of a lead fracture. The lead was explanted and was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in a field action, but returned product testing found the device did perform as described in the field action. Product event summary: the full lead was returned and analyzed. Analysis was performed and the distal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).